Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was fully retracted with no sign of damage and dried blood noted in neck region. The lead was found cut through the outer insulation 21 cm from terminal pin, explant; blood in lead in area of cut.

Event description:
Boston scientific received information that the patient developed pericardial effusion. It was assumed that the effusion was related to the recent device implant due to how closely it correlated with the implant. It was drained. The right atrial (ra) lead was explanted. No additional adverse patient effects were reported.